Event description:
On (B)(6) 2015 the patient underwent a laparoscopic cholecystectomy for recurrent biliary colic. During the case the covidien endo clip ii autosuture clip applier 10 mm medium/large (B)(4) stopped releasing clips. The instrument was replaced with a new one. No harm to the patient.